Manufacturer narrative:
Although the customer initially reported a a battery low, analysis of the AED's log files identified that the AED reported a replace battery now warning. Although requested, the battery pack has not been returned and the cause of the complaint is not known.

Event description:
A customer reported that their AED's asi is flashing red, and reporting battery low. The customer did not report this occurring during patient use.